Event description:
It got kink due to tortuous vein. Used another successfully. The doctor commented it is not enduring. Event date: (B)(6) 2012 alert date: (B)(6) 2012 patient status: no product status: not return hospital/clinic: (B)(6) medical center related products: n/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).